Event description:
The complainant reported the patient was on impella support and the patient was attempted to be transferred to a different hospital. When the patient was about to be transferred, the automated impella controller had a system check failure. The patient was transferred back to hospital console. The was no reported patient harm and the patient survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for automated impella controller (aic) - system self-check error has been completed. The console was received for analysis however, exhibited none of the symptoms from the complaint and therefore can be confirmed as not the console from the complaint. There was no information to illuminate the cause of the problem.